Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the ampulla performed on (B)(6) 2021. During the procedure, the naviflex rx delivery system wa attempted to be placed, when the stent introducer was advanced through the scope, it was found to be fractured/sharp at the tip of the introducer prior to being inserted into the ampulla. The scope was withdrawn together with the undeployed introducer. The stent was successfully placed with another naviflex rx delivery system. Approximately two hours after the procedure, the patient developed hematemesis. The patient was brought back urgently for an esophagogastroduodenoscopy (egd), and showed a linear tear along the length of the esophagus, visible vessel, and bleeding. The blood was cleared and the visible vessel was clipped. The patient was admitted for observation due to the bleeding and was discharged the day without need for blood transfusion. Additionally, the patient underwent a CT scan and the chest demonstrated no perforation. It was reported that tear was either due to the elevator channel on the duodenoscope that was not fully closed on scope withdrawal or the fractured introducer tip dragging along the wall of the esophagus. The patient's condition at the conclusion of the procedure was reported to be fully recovered.